Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the multiple external devices. The patient reports the last time he recharged was two months ago. Sjm representative confirmed the issue. Surgical intervention is pending to address this issue.